Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the wound had some oozing and had not healed well. The clinical diagnosis was wound infection in spinal wound. The event resulted in an unscheduled clinic or office visit. The patient was examined. It was noted that no swabs were sent to the labs. Flucloxacillin was administered. The wound healed after the course of the antibiotics. The outcome was resolved without sequelae. The event was related to the implant procedure at the lumbar site, and not related to the device or therapy. No further complications were reported or anticipated.